Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "correct handling of the device is extremely important." Number 10 states, "the device can break or be damaged due to excessive activity or trauma."

Event description:
It was reported that patient underwent a rotator cuff repair procedure on (B)(6) 2015. During the procedure, the strand fractured while tying knots in the suture strand. Another suture anchor was used to complete the procedure.